Event description:
It was reported that the dilation catheter would not advance over the guide wire. Upon examination it was noted the soft tip had separated from the dilation catheter. No pt injury was reported.